Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00275. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 1a endoleak using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician inserted the px slim into the left subclavian artery and then attempted to advance a pc400 coil through the px slim; however, the coil stopped advancing around the middle of the px slim. The physician removed both the px slim and pc400 coil from the patient. The px slim was inspected for kinks but none were found. The physician straightened, flushed and then reinserted the same px slim into the patient. Another attempt was made to advance the same pc400 coil through the px slim; however, the coil became stuck at the same position and both devices were removed from the patient. The procedure was completed using new pc400 coils and a new px slim. There was no report of an adverse effect to the patient.